Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investiation conclusion a direct relationship between the device and the reported events could not be conclusively determined. The patient remains ongoing on vad support. Bleeding, localized infection, driveline infection, and pump pocket or pseudo pocket infection are listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. The patient care and management section of the IFU also contains a subsection entitled ¿controlling infection¿. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 with complaints of fatigue and dyspnea on exertion. Hematocrit and hemoglobin were 7.2 g/dl and 25.9% on admission. The patient was hospitalized and changes to medication were made. The patient received a blood transfusion. Gastrointestinal bleeding was not confirmed. No diagnostic testing was done as diagnostic testing had been completed within the previous 6 months. The patient had no bleed. The patient's blood cultures were positive for enterococcus. Gastrointestinal was consulted for blood in the patient's stool. The patient denied melena and no melena was noted on digital rectal exam (dre). The patient's symptoms can be explained by bacteremia from enterococcus. If there was a gastrointestinal source, the gastrointestinal specialist suspected gastritis or arteriovenous malformations (avms) given the patient's history of hiv/non-steroidal anti-inflammatory drugs (nsaid) abuse and left ventricular assist device (lvad). Given lack of gastrointestinal bleeding sequelae, no endoscopy was performed. Gastrointestinal consultation was available if the patient developed signs of acute gastrointestinal bleeding in the future. Information regarding enterococcus bacteremia was submitted to the sponsor. The account planned to follow up with the patient in clinic for labs and assessment with the vad team as well as the long term antibiotics. The patient was admitted for symptomatic anemia. The patient had an infectious workup with infectious disease consult. The account planned to put the patient on daptomycin for 6 weeks then change to amoxicillin lifelong suppression as the patient's driveline or pump is likely infected. The patient had a history of human immunodeficiency virus (hiv). The patient had a history of previous admission for driveline infection (reported in MFR. Report # 2916596-2019-06125). The event resolved on (B)(6) 2020.